Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2016 the device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a persistent drainage despite oral antibiotics after a recent revision (MFR report #: 3006630150-2016-01523). It was determined that the patient had an infection at the ipg site with additional symptoms of redness and swelling. The physician confirmed that the infection was not related to the device. The patient underwent a procedure wherein an incision and drainage was done at the left buttock and a drain was inserted. The patient was placed on antibiotics for four weeks. It was also reported that the ipg was replaced and relocated.